Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used cold insulin. Tandem technical support educated the customer regarding room temperature insulin. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer.